Event description:
The manufacturer received information alleging a ventilator has a fio2 sensor issue. The device was not in patient use. The device's fio2 sensor assembly needs to be replaced to address the issue.